Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue and observed the error in the iabp log files. The stm replaced the motor controller board then tested and calibrated the iabp unit. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use when the cs300 intra-aortic balloon pump (iabp) was turned on, an electrical test fails code # 51 was generated. There was no patient involved and no adverse event was reported.

Event description:
It was reported that prior to use when the cs300 intra-aortic balloon pump (iabp) was turned on, an electrical test fails code # 51 was generated. There was no patient involved and no adverse event was reported.